Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 448 mg/dl. The customer treated with manual injection. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege insulin pump was under delivering. Customer reported that the insulin pump's screen went gray and harder to read and there was a crack also on the insulin pump a quarter inch from the seam design at the battery compartment. Customer was using auto mode during high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test. Missing segments or partial display not confirmed. P-cap or reservoir locked properly in place. Device received with cracked case on the back at the battery tube area. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at keypad assembly.